Event description:
A nurse reported two system messages displayed, and the system locked during a vitrectomy procedure. The surgeon used a "manual technique" to complete the case. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and verified fluid at the vfc (viscous fluid control) port had entered the pneumatics module. The company rep replaced the pneumatics module. The system was then tested and met product specs. The root cause is unk. (B)(4).